Event description:
This a case report received by baxter (B)(4) on 4 mar 2010 from (B)(6). Reportedly, on (B)(6) 2010, a patient had a cvvh citrate treatment with an aquarius rca, (B)(4). The nurse was preparing the aquarius rca (B)(4) for cvvh citrate treatment. During installation of the disposables, she forgot to put in the citrate pump segment. The machine was prepared and primed without any alarms. The patient was connected to the machine and the treatment continued without problems. On the citrate scale they used 1 liter of citrate fluid. The citrate flow was adjusted to 80ml/hour. After several hours (not exactly known) the nurse entered the room and noticed that the citrate bag was almost empty. The citrate fluid was administered to the patient without any balance and pump control and no alarms were reported. No injury was reported in relation to the patient.

Manufacturer narrative:
The device evaluation is anticipated but not yet received at the time of this submission. Method, result and conclusion will be submitted along with the results of the device history record review upon receipt of the data. All results will be submitted in a follow up MDR.